Event description:
It was reported that a flogard infusion pump had a battery issue. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. The device was visually inspected, functionally tested, and the alarm log review was performed. The alarm log review and power on self-test noted an f-66 alarm. Visual inspection was performed and it was noted there was damage to the battery and fuses. The cause was determined to be a damaged main battery and blown fuses. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. To address this condition, the device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.